Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker exhibited oversensing on the left bundle branch (lbb) lead. Technical services (ts) reviewed and stated the signals seem to be ectopy, however at this time the nature could not be determined. Ts provided troubleshooting options as well. This device remains in service. No adverse patient effects were reported.